Event description:
Patient reported that pt was hospitalized for hypoglycemia. Pt alleges that while swimming with the pump, pt felt burning at the infusion site. Pump returned for eval. It was noted that the pump housing had large crack (with rust present on the metal parts) that permitted entry of water into the electrical comparment of the device. Pts are instructed to examine their pumps for cracks prior to use of the pump in water. Pump returned to MFR for further evaluation.